Event description:
It was reported that the healthcare professional (hcp) had called in enquiring about magnetic resonance imaging (MRI) compatibility due to this right atrial (ra) lead. It was understood that the ra lead was not capturing but impedances were within normal range. The initial question was if a vdd pacemaker can go under MRI mode. Boston scientific technical services confirmed the MRI modes does not include vdd as these are doo, voo, aoo or off. It was reported that the ra threshold was high and technical services indicated that the high threshold could be due to a broken lead condition and suggest this could potentially have side effects even if the device is set to voo during MRI scan. Technical services recommended verifying the lead operation prior to MRI to verify if there is any symptom of broken lead condition and provided troubleshooting steps. Hcp confirmed she understood the situation and will call back if further action is needed. No adverse patient effects were reported. This ra lead remains in-service.

Event description:
It was reported that the healthcare professional (hcp) had called in enquiring about magnetic resonance imaging (MRI) compatibility due to this right atrial (ra) lead. It was understood that the ra lead was not capturing but impedances were within normal range. The initial question was if a vdd pacemaker can go under MRI mode. Boston scientific technical services confirmed the MRI modes does not include vdd as these are doo, voo, aoo or off. It was reported that the ra threshold was high and technical services indicated that the high threshold could be due to a broken lead condition and suggest this could potentially have side effects even if the device is set to voo during MRI scan. Technical services recommended verifying the lead operation prior to MRI to verify if there is any symptom of broken lead condition and provided troubleshooting steps. Hcp confirmed she understood the situation and will call back if further action is needed. No adverse patient effects were reported. This ra lead remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.